Manufacturer narrative:
After further investigation of the facts provided by the customer, it was determined that the "unit failed" message occurred in non-rescue mode, which indicates that the device would still function in rescue or clinical mode and only the CPR feedback function was unavailable to the user. The reported malfunction of "no CPR feedback" was duplicated and attributed to a faulty sensor/puck on the electrodes. The electrode were scrapped and the customer received a replacement. The device was rectified and returned to the customer. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.